Event description:
It was reported that a patient underwent and unknown spinal procedure, during the procedure, "the balloon got to 180 psi, the balloon had been inserted, deflated, and during waiting to finish the cement, the balloon ruptured." A new balloon was used to complete the surgery.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis the shape of the balloon of the ibt has changed a lot, due to inflation of the balloon under pressure during surgery. Functional analysis was not more possible due to a hole in the balloon. After further analysis, it appears that the balloon has a large radial hole nearby the distal peak. Based on the information provided, visual and functional analysis the most probable root cause of the rupture of the balloon is attributed to contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.